Event description:
It was reported that this peritoneal dialysis (pd) patient reported he was diagnosed with peritonitis. The patient stated there was a hole in the pd catheter (not a (B)(6) product). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2026 due to a hole in the pd catheter. The patient did not report any symptoms upon arrival at the clinic. The suspected cause of the hole in the catheter was from the patient folding it. The patient had pd cultures obtained. The pd catheter was repaired at the location of the hole, and the extension set was replaced. The patient was administered an initial dose of antibiotics with intraperitoneal (ip) ceftazidime and vancomycin. The patient reported chills after the antibiotic administration. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ip ceftazidime 2g daily and ip vancomycin 2g every 5 days (duration unknown). The culture resulted positive for pseudomonas aeruginosa. The patient did not require hospitalization. The suspected cause of the peritonitis event is the hole in the pd catheter. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".